Event description:
Pt had exchange of implant of right side. Pt required open capsulectomy due to right capsular contracture. Her complaints were progressive tightness, pain, and abnormal shape. The contracture was a grade 2 1/2 to 3 per md note. The explant appeared intact per md note.